Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2024 and suture was used. It was reported that there were only 11 packages in one box at the time of delivery. It was not a control release needle. There were no adverse consequences to the patient. No further information was provided.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The product was returned to ethicon for evaluation. The returned sample revealed that was received, one open box that pertained to product code j772. Upon the visual inspection of the received box, it was found that contained eleven foil packets. This product requires twelve packets per box. In addition, it was noted that the film was torn. As part of our quality process, the manufacturing records of this lot-batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. Although no conclusion could be reached on the cause of the reported event. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.